Event description:
It was reported that the patient had an MRI ¿a couple days ago¿ for an injury of the neck that was not device related. The patient reportedly called a manufacturer representative who verified the pump restarted post MRI by requesting and completing a bolus with the personal therapy manager (ptm). It was unclear if a motor stall occurred and if so for how long and if it recovered. It was noted, the patient had an appointment with her health care provider (hcp) tomorrow. The device system was used to deliver dilaudid and bupivacaine along with ¿more¿ but the patient did not remember what. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID ne u_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).